Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of outer cover, component failure of rigid tube and component failure of universal cable. However, the causes of the component failures could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device was chipped on the distal end, light guide bundle, and light guide, the universal cable was scratched and penetrated, and the rotation of the rotating ring was light. There was no patient involvement.